Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, 8 years and 7 months post implant of a 23mm sapien valve in aortic position, the valve was failing. The patient decided on palliative measures only.

Manufacturer narrative:
The device was not returned for evaluation. The complaint for valve degeneration/deterioration was confirmed from the medical record provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU and training manuals revealed no deficiencies. While edwards durability testing of sapien valves meets and exceeds current iso standard and FDA guidance for bioprothesis valve durability requirement, bioprosthetic valves are known to have a limited life span due to valve degeneration or deterioration over time. Valve degeneration or deterioration is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprothesis heart valves as outlined in the IFU. With the known inherent risk of device, valves that are reported for degeneration post implantation over 5 years are considered natural deterioration of the valve and are not considered a device malfunction; therefore, it is not included in the risk management file. In this case, the device under investigation had been implanted for more than 5 years (implant date: (B)(6) 2013). There is no evidence of device malfunction contributing to the reported event. Therefore, the risk management file review is completed, no further action is needed. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. As reported, "8 years and 7 months post implant of a 23mm sapien valve in aortic position, the valve was failing". Additionally, medical record show patient had chronic kidney disease (ckd), diabetes mellitus (dm) and hyperlipidemia. The ckd and dm are the known factors that may increase the risk of valve calcification leading to early valve degeneration/stenosis. Hyperlipidemia has been found to be associated with aortic valve stenosis and to resemble the inflammatory process of atherosclerosis in many studies. As such, available information suggests that patient factors (diabetes mellitus, chronic kidney disease, hyperlipidemia) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the field clinical specialist, 8 years and 7 months post implant of a 23mm sapien valve in aortic position, the valve was failing due to severe bioprosthetic aortic valve stenosis with an ava between 0.7 - 0.8cm2 and moderate bioprosthetic aortic valve regurgitation. The patient had decided on palliative measures only but recently changed their mind and was being worked up for a valve-in-valve procedure.